Manufacturer narrative:
The user guide states "do not remove or add insulin from a filled cartridge after loading onto the pump." The failure investigation has been completed and the alleged cartridge alarm issue was verified; however, no evaluation could be performed for the cartridge issues (fill resistance, damage) as the cartridge was not returned.

Event description:
It was reported that multiple cartridge alarms occurred with multiple cartridges during the load sequence. Additionally, fill resistance was experienced when filling the cartridge with insulin and shards of plastic were reportedly coming off of the cartridge. Reportedly, the customer was attempting to fill the cartridge with insulin from a previous cartridge. Tandem technical support educated customer regarding cartridge labeling. Reportedly, the customer changed the syringe needle tip and successfully filled the cartridge. The customer's blood glucose level was 217 mg/dl. Reportedly, the customer reverted to manual injections for alternate insulin therapy.